Event description:
A patient's PICC line found to have a break at the end of the catheter. No patient harm. 4fr dl PICC catheter used at time of original insertion. IV team will contact bard rep to report incident.